Event description:
It was reported that there was loss of light (image) during a procedure. Please note, the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: the light source stopped displaying light half way through the case. Salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is the l11 does not allow light output unless the cable is properly mated with the jaw. Any mishandling won¿t result in a valid state. This exact behavior was the intended design of the hall sensor and the state machine. There are a few ways a user could experience this issue: 1. If the existing aim cable is pulled without opening the jaw first, the jaw can will fully close, because the actuator does not get caught. When the user goes to open the jaw, they will hear a ¿click¿ when the actuator pops out however the jaw is only half open at this state. If the user believes this ¿click¿ is the full open state and stops turning the jaw handle early, the light source will not allow any light to be turned on when the light cable is inserted. 2. Additionally, if the user never opens the jaw and only ever inserts the light cable, this would also prevent the light source from allowing any light to be turned on. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure. Please note, the procedure was completed successfully.